Manufacturer narrative:
(B)(4) device evaluation: analysis of the nexframe device found no anomaly. Analysis of the nexprobe device found no anomaly.

Manufacturer narrative:
Concomitant: product ID np-1000, lot# 082705614, product type accessory. (B)(4).

Event description:
It was reported that, during the procedure after the first side was implanted, the navigation alignment procedure was completed for the second side in the guidance view of the framelink. But, after thirty minutes the physician checked the trajectory and found it was not aligned. It was unknown if any diagnostic testing or troubleshooting was performed, whether the product issue resolved, or if the cause of the issue was determined. The physician wanted the device analyzed to check if the calibration was correct. It was stated no action was required as a result of the event and the deep brain stimulation (dbs) implant was completed without issue for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.